Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf catheter (unknown product code and lot number) and suffered atrioventricular heart block requiring medication and surgical intervention. 10 seconds ablation with superior vena cava (svc) isolation was performed. After that, the patient¿s heartbeat was not displayed, and then became a faster. Pacing was conducted from the ventricle. The atrial wave did not appear, medication was administered, and sinus rhythm appeared. Temporary pacemaker was implanted, and the patient will require a follow-up examination. A lasso was used during the case and was placed in the svc to confirm svc isolation. It is unknown if extended hospitalization was required. Physician¿s causality opinion was not provided. No bwi product malfunctions were reported.

Manufacturer narrative:
On 9/24/2020, biosense webster inc. Received additional information about the patient and event. It was confirmed the adverse event occurred during use of biosense webster products and the patient was a 63 year-old, female, weighing 52 kg. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was noticed that the h6. Method code of 3331 (analysis of production records) was inadvertently reported under the initial MDR. This was incorrect since a lot # is not available, therefore, manufacture record evaluations could not be performed. Please consider that code removed as not applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).